Event description:
The customer received questionable results for multiple assays that were mostly flagged by the analyzer for 11 patient samples. The samples were repeated on another analyzer at the site. Of the data provided, only the alanine aminotransferase (alt) and aspartate aminotransferase (ast) results for one patient were discrepant. The initial alt result was 21 u/l and the repeat result was 69 u/l with a data flag. The initial ast result was 19 u/l and the repeat result was 50 u/l with a data flag. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer called the nursing units notifying them of corrections. The customer stated they get notified by the unit if there is any adverse effect, so they otherwise assume there was no adverse effect. No adverse event was reported. The alt reagent lot number was 60709601 with an expiration date of 01/31/2016. The ast reagent lot number was 60580501 with an expiration date of 12/31/2015. The field service representative found there was a malfunctioning detergent valve which was intermittently remaining open and allowing fluid to drip onto the cuvettes. He replaced the valve bank and observed mechanism checks for operation and adjustments. He performed a cell blank and the customer ran quality control with results within specifications.